Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be an app crash. No injury or medical intervention was reported.